Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a consumer reported that replacing the extension only partially worked and the patient still had to be on medications to function.

Event description:
It was reported that a short was noticed when a manufacturing representative interrogated the implantable neurostimulator (ins) prior to an MRI. The patient had no therapy issues and their therapy was working well. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0hs82, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported that the manufacturer representative came in on 2015 (B)(6) and disconnected the extension from the implantable neurostimulator and wiped it off but that did not resolve the issue. They replaced the extension which then gave normal impedances and now the patient was fine. It was further reported that there was something wrong with the extension but the cause of the short was not determined.

Manufacturer narrative:
(B)(4).